Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that visual inspection found dried blood and tissue covered the helix . Because the lead was returned in segments, therefore helix function test cannot be performed. The tissue observed during analysis may prevent proper torque transfer when turning the is-1 pin. But tissue on helix is not a lead performance failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve and muscle stimulation one day post implant of a right atrial (ra) lead. The physician attempted several times to reposition the lead but felt the screw was not extending properly. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.